Manufacturer narrative:
The guide wire has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a left heart catheterization procedure, the tip of the zipwire detached and remains in the patient. The zipwire was being advanced through the femoral artery as they were attempting to gain access when the tip was "sheared off", believed to be possibly caused by a stent. Patient was taken to exploratory surgery to confirm status of the wire tip; however, the wire tip remains in the patient. The procedure was not completed due to this event. Patient status was reported as "stable".